Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, after firing, there were no staples found in the pt. The device was empty. Changed to hand sewing to close the rectum. Or time extended 50 minutes. The pt had increased drainage in the reservoir on (B)(6) 2004 of 100 ml and is receiving feedings through a gi tube.